Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident cannot be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is too deep in the pocket and is unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.